Event description:
It was reported that the pta balloon could only be advanced with difficulty through a 5f sheath, and after inflation and deflation of the balloon, it could not be removed through the sheath any more. The balloon and the sheath were removed as one unit. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU states instructions for use: equipment required, introducer sheath (input sheath recommended).